Event description:
Prior to ms [medical staff] placing a cook cervical ripening balloon, the md checked the patency of the balloons by inflating with 30 cc of fluid. Upon inflation, the first balloon ruptured/popped.